Event description:
It is reported that the pt is experiencing pain.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. Surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. : review of the device history records for the femoral component was not possible as the product lot number required for retrieval was unavailable.